Event description:
It was reported that the unit alarmed while being used on a patient and displayed an open safety valve alert. The patient was placed on another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). It was reported that the customer ran an extended safety test(est) on the ventilator which was passed and that the "ventilator appears to run normally." He was also unable to duplicate any ventilator issues. The ventilator will not be returned.